Manufacturer narrative:
Insulin pump passed the displacement test. The device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or compromised force sensor system test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's reported via phone call that the insulin pump had an unexpected compromised force sensor system alarm. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.